Manufacturer narrative:
Investigation summary: bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode of tube push off with the incident lot was not observed. Additionally, retention samples were selected from bd inventory for evaluation/testing and upon completion, no issues were observed relating to tube push off as all samples met specifications. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: based on evaluation of the customer and retain samples, the customer¿s indicated failure mode for tube push off with the incident lot was not observed as all samples met the required specifications. Root cause description: based on the investigation, a root cause could not be determined. The product was found to be in conformance and meet release specifications. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that fifty bd vacutainer® safety-lok¿ blood collection sets experienced tube push off on the non patient end of the needle. The following information was provided by the customer: safety-lok rejects the attached tubes 367282 vacutainer safety-lok set 21g, 0.75, 7, green (lot: 18a06t1) needles reject any kind of attached tubes. There is impossible to stable connect needles with tubes in all cases (high occurance problem).

Manufacturer narrative:
Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. OEM manufacture: the manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number.

Event description:
It was reported that fifty bd vacutainer® safety-lok¿ blood collection sets experienced tube push off on the non patient end of the needle. The following information was provided by the customer: safety-lok rejects the attached tubes 367282 vacutainer safety-lok set 21g, 0.75, 7, green (lot: 18a06t1) needles reject any kind of attached tubes. There is impossible to stable connect needles with tubes in all cases (high occurence problem).